Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018 the controller screen displayed a "software problem" message. The exact information displayed on the controller screen was: intellis, 3.0, 4048, device model sm.c. Patient was told to remove and re-insert the batteries or battery pack. Troubleshooting resolved the issue. Patient also stated that the stimulator kept getting higher and accelerated. No further patient symptoms or complications were reported in this event.